Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external fluid leak from the drain bag was observed. It was reported the leak was due to a connector disconnection. The set was replaced to continue treatment and the user was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device and one photograph of the sample were received for evaluation. Visual inspection of the provided picture, showed the stopcock was disconnected from the drain bag. The reported condition was verified. The cause of the condition could not be determined for this event. A batch review was conducted for this reported lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The sample analysis of the actual bag received confirmed the stopcock was disconnected of the drain bag. The reported condition was verified. The drain valve passed testing including: valve ability to withstand pressure, bonding strength of the valve to the drain tube (traction test) and valve ability to withstand multiple actuations over a treatment. The cause of the condition could not be determined for this event. Should additional relevant information become available, a supplemental report will be submitted.